Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, the master tool manipulator right (mtmr) lost control over the right instrument arm and scope. The technical service engineer (tse) checked the logs and found no indications. The tse advised to use another console from any other system and reviewed logs again and the logs from before the restart where visible now error 25521 was visible now pointing to a faulty part in mtmr. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system up and it initially did power on without errors. A soft restart of the system was done and the mtm worked after the reset. The procedure was continued robotically as system worked after restart. The right-hand manipulator moved up to the right on its own. The surgeon was unable to move the instrument on arm 3 or camera on arm 2. The issue was persistent until re-start. The renal artery was clamped mid partial nephrectomy. The surgeon was moving between scissors and camera when issue occurred. There was a soft restart intraoperatively resolved the issue. However, this contributed to the warm ischemic time on cross clamp, reducing the time available to resect the tumor and close the fault, and contributed to surgical team stress. There was not a fault with an instrument. There was an inability to control the instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator right (mtmr) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The unit was analyzed, and it was installed onto the system which powered it up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h11 for follow-up information.